Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and there was early battery depletion. It was noted there were high left ventricular capture thresholds and the device was programmed to higher than normal outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6937a-52, lead, implanted (B)(6) 2008; 4194-78, lead, implanted (B)(6) 2008. (B)(4).